Event description:
It was reported that the device was used during a low anterior resection. When the surgeon fired the device, there was no audible crunch heard. The surgeon tried to release the device but failed. He then resected the bowel above the anvil head using a linear stapler. Completed the procedure with hand suture.